Event description:
It was reported to boston scientific corporation that an autotome rx device was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after being positioned at the papilla vater, the device didn't deliver monopolar current. The device was removed and the procedure was completed with a non-boston scientific device (olympus clever cut). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and the exposed cut wire was bent. A functional evaluation found that the 2-in-1 connector and all sections of the exposed cutting wire were able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and all sections of the cutting wire was measured and found to be within specification. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. The device history record review found the device met all manufacturing specifications. (B)(4).

Manufacturer narrative:
The exact patient age is unknown; however, it is reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx device was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after being positioned at the papilla vater, the device didn't deliver monopolar current. The device was removed and the procedure was completed with a non-boston scientific device (olympus clever cut). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".